Manufacturer narrative:
Corrections: d4 - additional device information: in initial report, the serial number was omitted and has now been entered. In initial report, the lot number, expiration date, and UDI submitted were incorrect and the correct values have now been entered. H4 - device manufacture date: in initial report, the date entered was incorrect and the correct date has now been entered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer related report number: 1627487-2021-16169. It was reported during a revision the l3 lead became fractured when the physician tried to remove the lead, a new l3 lead was used and placed next to the old l3 lead which remained implanted.